Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched to 34.41mm in length. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 5 and 24 hours. As treatment, a new pod was applied.